Event description:
It was reported that during the pre-use check, a battery depleted alarm went off. Even after the patient replaced the batteries with another new one, the alarm persisted. No patient injury was reported.

Manufacturer narrative:
A product sample was received for investigation. Visual and functional testing were performed but found no issue with battery not working. All labels were still intact. No physical damaged was found on the device. The battery power loss alarm check test was performed and successfully passed. The reported issue of battery depleted alarm was generated continuously during use was noted in the log review. As a preventive action, the gear motor and capacitor were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. UDI and operator of device are unknown. No product information has been provided to date.